Manufacturer narrative:
Insulin pump received with broken reservoir tube lip noted. Insulin pump passed displacement test.

Event description:
Customer reported via phone call that the insulin pump had cracked on the top of the reservoir compartment. Customer's blood glucose value 125 mg/dl. Troubleshooting was performed. Customer stated that the reservoir able to lock in place when inserted into insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.